Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt complained of ineffective stimulation coverage, and this therapy was very positional. The pt allegedly has been reprogrammed numerous times without success. X-rays and diagnostic testing revealed no anomalies. The pt stated he is unsure of the next step as he is unable to proceed with surgical intervention due to financial constraints.